Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00620 for a description of the other event. It was reported to boston scientific corporation that a jagwire guidewire and a flexima biliary stent system were used during a drainage procedure in the bile duct of a patient. During the procedure, resistance was encounter while advancing the jagwire guidewire into position. The guide catheter was withdrawn for stent deployment however the stent would not deploy upon reaching the stent deployment marker. The entire guide catheter was withdrawn which allowed the stent to be deployed with no patient complications. The system and the jagwire guidewire were removed at which point it was noted the catheter was stretched and the jagwire guidewire had peeled. No fragments of the wire fell into the patient.

Manufacturer narrative:
The complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4): device disposed.